Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the image resolution poor was associated with imaging difficulty. The cause of the reported incomplete coaptation associated with the single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw clip was implanted successfully, reducing the mr to grade 2. Imaging was slightly challenging. A second xtw clip was then planned to also be placed to further reduce mr. Prior to insertion of the second clip, the first clip was observed to be unstable on fluoroscopy. Echo confirmed that the clip had detached from the anterior leaflet (single leaflet device attachment). The second xtw clip was then implanted laterally to the first clip for stabilization, reducing the mr back to a grade 2. No additional information was provided.